Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional h3 investigation summary: photo analysis: investigation summary: upon visual inspection of the one picture received to for evaluation. It was observed a plastic bag with a breakage suture in two sections product code vcp345. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, it was reported that the suture broke when sewing the myometrium in the surgery of excision of uterine fibroids. Visual analysis of the returned product revealed that one opened sample product code vcp345 was received for evaluation. Device analysis: upon visual inspection of the returned sample, the suture was received broken in two pieces, and damages at the surface suture end were observed, after further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code vcp345 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No patient consequence. In relation to needle, what is the approximate location of suture breakage? Please refer to the photo of (B)(4). Did the suture separate completely? Please refer to the photo of (b(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare® active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.